Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the trunk cables are eroded.. There was no reported patient incident/injury.

Event description:
The customer reported the trunk cables are eroded. The device was in use on a patient. There was no reported patient incident/injury.